Event description:
It was reported that during a ptca procedure in the right coronary artery, the guiding catheter was in place in the artery along with the "rhv". During the purge of the "rhv", the blood flow return did not occur and upon injection of contrast liquid (iode), an air bubble went up into the circulatory system leading to a cardiac arrest. The pt was resuscitated and is alive. It was reported that the valve was stuck closed and that was the reason why flow return did not occur. It was reported that another physician, who was operating with the primary physician, did not warn the physician of the no-return flow and the physician flushed iode while the purge was not performed properly.